Event description:
The customer reported that after removing an IV set from a device with a partially engaged roller clamp, the safety clamp did not engage and the patient received an unspecified bolus of nitroglycerin 100 mg in 250 ml intended to run at 3 ml/hr. The patient became hypotensive and a code blue was initiated. The patient¿s condition stabilized and no other patient effects were reported. There was no lasting harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a nitroglycerin infusion (100mg in 250ml, dose=20mcg/min, vtbi=100ml, rate =3ml/hr), more medication infused than was expected. Although the nurse was able to partially close the roller clamp, there was a suspected failure of the safety clamp or roller clamp during the infusion resulting in an inadvertent bolus of medication. After the event the patient became hypotensive and a code blue (resuscitation) was initiated. No other effects to the patient were reported.

Manufacturer narrative:
The customer¿s report that more medication infused than expected was not confirmed, and the report of a suspected failure of the safety clamp or roller clamp causing an inadvertent bolus of medication was not confirmed. The set was received with its roller clamp in the open position, the pump segment clamp in the closed position, and the pinch clamp in the open position. Visual inspection showed a kink just below the drip chamber, and no other anomalies. Functional testing resulted in fluid flowing freely with no leaking. The roller clamp, pump segment clamp, and pinch clamp were tested for functionality and all performed correctly. A test infusion using the suspect set and a lab pump module per the customer¿s reported details resulted in the correct amount of fluid being infused with no alarms or other issues noted. Dimensional analysis was performed and the tubing measured within specifications. Analysis of the event and error logs showed that the pump module was programmed at 4:23pm on (B)(6) 2018 to infuse nitroglycerin 100mg/250ml at a dose of 20 mcg/min which resulted in a rate of 3ml/hr. The device was placed in anesthesia pause state immediately after completion of programming. The infusion was never recorded to have been started. The pump module was turned off at 7:10pm (idle state). After it was turned off the module alarmed for safety clamp open for a recorded duration of 2 seconds. The recorded volume infused remained at 0ml. The root cause of the reported event was not identified.

Event description:
During troubleshooting, the user was partially able to close the roller clamp, and did not manipulate the safety clamp. The patient¿s condition stabilized after the resuscitation.